Event description:
Customer reported pt treated with tpa based on erroneous ECG. The erroneous ECG was a result of misplacement of lead wires into a pt cable adaptor. No adverse pt outcome was reported.